Manufacturer narrative:
(B)(4). Distributor visited the facility and inspected the lift and sling used in the alleged incident. Distributor alleges that the sling has hooked on to the safety clip or otherwise improperly attached to the sling bar at the time of the incident. By following the instructions guide (B)(4) and paying attention to; safety instructions on page #2. Recommended accessories from page 12-14. Care and maintenance on page 16 there is no risk for pt or caregiver. The instruction guide can be downloaded from (B)(4). MDR is being filed due to alleged injury.

Event description:
Facility reports that a female pt fell out of a sling and injured her head. She was taken to the hospital where she received stitches to the back of the head and suffered a concussion.